Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a device upgrade procedure, this left ventricular (lv) lead was an attempted implant due to dislodgement and placement difficulty. It was noted that dislodgement was confirmed through fluoroscopy. The physician attempted to place the lead again; however, there were no suitable positions that could be obtained. The case was abandoned due to the patient's challenging anatomy and the procedure was rescheduled. No adverse patient effects were reported. This lead was disposed of at the facility.